Event description:
An optometrist reported patient post operative bilateral lasik presented to clinic with dryness and corneal abrasion left eye. Patient was treated with antibiotic ointment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).